Event description:
I purchased a sl-tp331 apex toileting sling from spinlife.com ((B)(4)) on (B)(6) 2012. This is used on a hoyer lift to pick up my wife who is a quadriplegic. By (B)(6) 2012, I saw one of the loops that hooks onto the lift had badly frayed caused by contacting velcro on another part of the sling. This is a definite safety issue and could cause my wife to fall. I called spinlife and told them about this and their supplier said I must have cut the strap and would not replace it. I have pictures of the frayed strap. Well, I ordered another one anyway on (B)(6) 2012. Now on (B)(6) 2012 we find the vertical side stitching is coming apart on one side. This could cause a complete failure and drop my wife. I also have pictures of the defect on the side stitching. These are serious issues as these are used not only by me but nursing homes and hospitals. I will contact spinlife on monday (B)(6) 2012 and notify them of another failure and try and get my money back. Oh I have been using a sling made by alliance #19512 which looks exactly like the apex model for over a year (I have 2 of these) without any signs of other than normal wear. I ordered the apex sling because they have a small model while the alliance doesn't make this size. Note my wife weights (B)(6). Sling rated 400 lbs. Please help me if you can. (B)(4).